Event description:
It was reported that the ventricular assist device (vad) patient was admitted with a two-day history of hematuria, described as "clear red blood" in the urine. Additionally, the vad was noted to be more palpable, with a noticeably stronger sensation through the skin when placing a hand on the upper chest, a finding confirmed on physical examination. Device parameters revealed a decrease in flow from 6 l/min to 4 l/min, with stable power consumption and no reported alarms. Based on the available data, a pump thrombosis was unable to be confirmed. The vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.